Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
During surgery, the screw was not retained properly by the screw driver blade.

Manufacturer narrative:
The reported event could not be confirmed because it was possible to pick-up and carry the complained screw with the complained blade at the distribution site. Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
During surgery, the screw was not retained properly by the screw driver blade.